Event description:
It was reported that during an unk procedure, the clips will slip or spring out. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.